Event description:
It was reported that a tkr procedure was performed, not long after the primary surgery, patient knee was stiff and had a manipulation. On (B)(6) 2019 a revision surgery was performed due to infection. Poly was removed, an extensive washout was performed and then a 10mm poly inserted.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event was already reported under MDR number: 1020279-2019-02426, therefore, it was determined that this case does not meet the threshold for reporting and is a non-valid complaint.